Event description:
Healthcare professional reported MRI-confirmed right side ruptured implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device with rupture device, fold creases and red particles material was found on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported MRI-confirmed right side ruptured implant. The device has been explanted.